Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the therapy electrodes. The area was described as a red rash. It was reported that the patient's pcp prescribed an anti-fungal ointment, but that it hadn't helped. It was reported that an other doctor provided metronidazol ointment. During a follow up, the patient reported that the irritation on her back had healed and that her skin was improving.